Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during this study (B)(6), a patient experienced a mild laceration. Upon initial endoscopy a healed ulcer with a bit of scarring? Was noted which was not within the location of the resulting laceration after treatment. No unusual findings were noted during radio frequency ablation treatment session with the 360 express balloon catheter on (B)(6) 2016. However, upon withdrawal of the catheter, resistance was noted. Removal of the catheter was not under direct endoscopic visualization therefore it is unclear if the catheter was uncoiled or longitudinally displaced. Upon endoscopic re-inspection, a mild laceration? Was noted at the level of the upper esophageal sphincter. No perforation was noted and there was no bleeding was noted. No intervention was needed. Follow-up has occurred and no abnormalities? Or symptoms were noted.